Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in australia reported via a fisher and paykel healthcare (f&p) field representative that the z41002 autofeed chamber as part of the 950a81 adult ventilator dual heated circuit kit (with filter) was found to be leaking water due to a pinhole on the subject chamber base. There were no reported patient consequences.

Event description:
A healthcare facility in australia reported via a fisher and paykel healthcare (f&p) field representative that the z41002 autofeed chamber as part of the 950a81 adult ventilator dual heated circuit kit (with filter) was found to be leaking water due to a pinhole on the subject chamber base. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Corrections: section b4: updated to reflect the date of this report. Section g4: the 950a81 f&p 950 adult ventilator dual heated circuit kit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k220703. Method: the subject z41002 autofeed chamber as part of the 950a81 f&p 950 adult ventilator dual heated circuit kit was not returned to fisher & paykel healthcare (f&p) for evaluation, as it was contaminated. Our investigation is based on the photograph and description of events provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: the healthcare facility reported that the subject z41002 autofeed chamber was leaking water due to a pinhole on the chamber base. Visual inspection of the provided photograph observed that the subject chamber base had eroded, with a visible hole and residue on the outside of the chamber base. Conclusion: we are unable to determine the cause of the reported event without the return of the subject device. Every z41002 chamber complete autofeed 900 is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject chamber would have met the required specification at the time of production. Our user instructions that accompany the 950a81 f&p 950 adult ventilator dual heated circuit kit state the following: - "use usp sterile water for irrigation, or equivalent. Adding other substances may have adverse effects." - "do not clean or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "do not use the chamber if it has been visibly damaged or dropped." - "set appropriate ventilator or flow source alarms to monitor therapy delivery." - "perform a pressure and leak test on the breathing system before connecting to a patient."